Event description:
It was reported that the procedure was to treat lesions in the proximal, mid and distal cx. The whisper guide wire was placed in the proximal and mid cx. Thrombosis was observed in this same area; therefore, an attempt was made to advance an aspiration catheter to the lesion; however, it could not cross. After two attempts, another company's balloon was able to cross the lesion. No resistance was felt between the guide wire and the balloon catheter during the attempts to advance; however, when the balloon catheter was being withdrawn, the guide wire also came out, as the two devices were stuck together. It was then observed that the guide wire tip was separated and remained in the vessel. The fractured tip was finally retrieved by entangling the tip with two other company's guide wires. Afterwards, angiography was performed and no problem was observed. Thus, the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the polymer coating. There was no contrast visible. The core and polymer coating was separated 8.3 cm proximal to the tip ball. The core was bent at the fracture face of the separated tip. The fracture faces of the polymer were jagged. There was a kink in the separated portion of the guide wire 6.5 cm proximal to the tip ball. There were two bends in the tip 1 and 2.3 cm proximal to the tip ball. There was no damage noted to the proximal portion of the guide wire. There was another company's catheter returned with the guide wire. There was no damage noted to the other company's catheter. This catheter is not the catheter that had resistance with the guide wire. The maximum outer diameter of the guide wire was measured using a laser micrometer. This met manufacturing criteria. Using pin gauges, the inner diameter of the guide wire lumen of the competitor's catheter was .0155". The guide wire lumen on the catheter was the tip only and it measured 1 cm in length. The proximal portion of the guide wire was backloaded through the returned catheter without resistance. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force or heavy pushing was applied. From the incident description, that the catheters were "pushed with short quick steps" multiple times, it seems possible that the guide wire may have been pushed against the lesion during this attempt to advance the catheter, causing the tip to be trapped and overbending the guide wire. Because the sem shows the failure mode was from bending overload and with the case info, the root cause appears to be from circumstances during the procedure. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Mfg assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.